Manufacturer narrative:
(B)(4). (B)(6). Complaint conclusion: during an interventional carotid procedure, the stent of an 8 x 40mm precise pro rx carotid stent delivery system (sds) could not be deployed. The device was exchanged for another sds and the procedure completed with no reported patient injury. The event involved a patient undergoing a carotid endovascular intervention on a target lesion located in the left carotid artery that was described as 90% stenosed, calcified and tortuous. The patient¿s vasculature was accessed via the left femoral artery. The site reported that the precise sds device had been stored and handled according to the instructions for use (IFU). No anomalies were noted on the device or packaging prior to use. Attempts to deploy the stent at the lesion were unsuccessful. The device was exchanged for another sds and the procedure completed with no reported patient injury. One non-sterile precise pro rx us carotid system catheter was received for analysis inside a plastic bag. A fracture/break was observed at the clear distal section of the body shaft of the catheter. The stent was received in an un-deployed. The valve was received partially opened. No other anomalies were observed. Functional deployment analysis could not be performed because of the broken condition of the body shaft. Sem analysis revealed evidence of elongation and scratches in the area surrounding the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿sds - deployment difficulty-unable¿ event was confirmed based on the visual analysis. However, the exact cause of the fracture/breakage on the catheter¿s body shaft could not be conclusively determined. According to the product IFU, users are cautioned that the device is shipped with the hemovalve in the open position. They are further instructed to be careful not to prematurely deploy the stent during preparation. The preparation of the device should be done in the tray with closure of the hemovalve prior to the device¿s removal from the tray. After removing the device from the tray, users are instructed to examine the device for any damage. They are to evaluate the distal end of the catheter to ensure that the stent is contained within the other sheath. They are instructed not to use the device if the stent is partially deployed. If the user suspects that the sterility or performance of the device has been compromised, they are instructed to not use the device. Users are instructed to unlock the tuohy borst proximal valve end connecting the inner shaft and outer sheath of the sds. They are to ensure that the sheath introducer or guiding catheter does not move during deployment. The IFU further instructs users to initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Based on the information available for review, there are procedural factors (evidence of elongation on analysis) that may have contributed to the reported event. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported that after pre-dilation was performed and the precise pro stent was attempted to be placed, it was attempted to be deployed however the stent could not be deployed. Therefore, the precise was removed from the patient and was changed to another stent to successfully complete the procedure. There was no report of patient injury. The target lesion was the left cas (carotid artery stenosis) at the femoral artery. The lesion was calcified and tortuous, with a rate of stenosis of 90%. The product was clinically used. The product will be returned for analysis. The device was stored and handled according to the IFU. There weren't any anomalies noted to the device or packaging prior to use. There was no other known additional information.